Event description:
Customer reported smartsite valve leaked at the male luer lock in the ER. No pt harm reported. No further patient/event info was available.

Manufacturer narrative:
(B) (4). (B) (4). Reporter indicated the product was discarded. The mfg database was reviewed; no quality issues were noted during production build for the involved lot# and failure mode reported.